Event description:
It was reported that after normal loading of the first clip, the second clip got broken at loading. Therefore, a new cartridge was opened instead. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1900716 was manufactured on 05/28/2019 a total of (B)(4) pieces. Lot was released on 06/05/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. A loose clip was also returned. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with four intact clips remaining in it. The loose clip exhibited a staggered break at the hinge where it was broken in the middle of the outer hinge and also broken on one side of the inner hinge span. The clip appears used as there is biological material present on the clip. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. Although the intact clips loaded properly and were successfully applied to over-stressed surgical tubing, a broken clip was returned. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900075534 for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Mishandling of appliers may result in improper load and/or closure of the ligating clip. Appropriate care, cleaning and maintenance are important to ensure proper function. Please examine the applier before each surgery for potential damage. Pay particular attention to the jaws. Damaged or misaligned jaws may not allow clips to close acceptable for occlusion of intended structure." The loose clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and a loose clip was returned. The cartridge was returned with four intact clips remaining in it. Upon functional inspection, the returned intact clips loaded properly and were successfully applied to over-stressed surgical tubing. However, the loose clip was returned exhibiting a staggered hinge break. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after normal loading of the first clip, the second clip got broken at loading. Therefore, a new cartridge was opened instead. No clip fell/remained in the patient.